Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of 53x100 mm abdominal aortic aneurysm. The diameter of the proximal neck was 17mm, the diameter of the distal neck was 18mm with a length of 38 mm. The diameter of the right common iliac artery was 30mm and the minimum diameter of right external iliac artery was 7mm and the left common iliac artery length was 45mm. It was reported that approximately three months post implant there was limb occlusion at the right external iliac artery landing which required a thrombectomy to be performed on the same day. At the distal end of the stent graft, the vessel was bent and it made the blood flow worse. No additional clinical sequelae were reported and the patient is fine.